Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6 (health effects-clinical codes), (type of investigation), (component codes), (health effects-impact codes), h10. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period (feb-2020 through jan-2021) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched for a scheduled preventative maintenance (pm) service and reported that the iabp unit failed the compressor performance and regulator calibrations. Specifically, the fse found that the compressor had weak performance and would not reach 420 mmhg. The fse replaced the scroll compressor and regulator which did not resolve the issue. The fse resolved the issue by replacing the pneumatic module assembly (pim). The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed compressor performance and regulator calibrations. There was no patient involvement, and no adverse event reported.